Event description:
A customer called to report their dxc 800 instrument generated a false high cl (chloride) result of 120 mmol/l for 1 patient sample. Na (sodium) and calc (calcium) were suppressed (no results generated) for this same sample. The result was reported out of the lab. The sample was repeated on another dxc in the lab with a result of 101 and 100 mmol/l and the result was amended. The customer also indicated that they had been getting sample reference drift flags on cl and calc results as well. Na, cl and calc qc prior to and after the event were within lab-established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse closely examined the ratio pump stack and carefully removed all bubbles. Precision improved. Ran multiple precision runs and noticed bubbles accumulating over time. Replaced the ratio pump. This resolved the issue. (B)(4).